Event description:
A customer observed multiple, higher than expected vitros valp calibrator fluid results (cal level 4 results = 47.95, 49.98 - g/ml vs. 38.2 - g/ml; cal level 5 results = 106.65, 108.42 - g/ml vs. 83.3 - g/ml; cal level 6 results = 153.2, 155.0 - g/ml vs. 126.3 - g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros valp calibrator fluid results were obtained. Patient results were not known to have been affected. A definitive root cause could not be determined. However, the in-use calibrator kit and/or an improper pre-analytical calibrator fluid handling issue cannot be ruled out as contributing factors. Once the system was calibrated with an alternate calibrator kit lot, expected results were obtained. There is no evidence that the vitros 5600 system or vitros valp reagent malfunctioned.